Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-00621. Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient arrived to the practice with a loose bridge. The screws fractured inside the implants. The implants are fine and remain implanted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. Two screws were returned for investigation. Visual evaluation of the as returned products identified fracture across the threads. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted. The devices had been placed on unknown tooth sites for an unknown period of time. X-ray & picture evaluation: x-ray and picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review could not be performed since the lot numbers were not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review: a complaint history review by item number was conducted for the iuniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances /CAPA /hhe /d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: screw). Post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.